Manufacturer narrative:
(B)(4) - redundant tissue (native) obstructing valve orifice. Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, a copy of the operative report was received. According to the operative report, after placement of the valve, the septal valve leaflets was not opening and closing properly. This was likely due to some redundant residual anterior leaflet tissue that was left over in order to retain some of the chordae. Therefore, the valve was explanted and replaced with another valve. Per the health-care provider's response, the reason for explanting the valve was procedure related and not due to a device malfunction.